Event description:
It was reported that there was a polarity switch noted. It was also reported that the polarity switch noted high rate of ventricular episodes most likely related to unipolar sensing after polarity switch. The lead was capped and replaced. The patient was enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sesr01, implantable pulse generator (ipg), implanted: (B)(6) 2010; 310f25, tissue valve, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was a polarity switch noted. The lead was capped and replaced. The patient was enrolled in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).